Event description:
The device was used during a lower colon resection. Reportedly, the staples did not form properly. The surgeon manually sutured to correct the condition. Leakage occurred and the pt expired on june 24, 2000 due to septic shock.